Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that a patient came in for treatment on (B)(6) 2011. During a follow up appointment on (B)(6) 2011, the patient was diagnosed with cellulitis. Patient was sent to the hospital and prescribed pain medication.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.